Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 1 event was previously reported during the reporting period; however, 1 previously reported event was included under MFR report # 0001811755-2020-03004 but should be included under this report. 1 previously reported event is included in this record. Product return status 1 device was not available for evaluation. Additional information 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device had a fractured cutting accessory and was bent. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 1 event was previously reported during the reporting quarter; however, - 1 previously reported event was included under MFR report # 0001811755-2020-03004 but should be included under this report. - 2 previously reported events are included in this follow-up record. Product return status 2 devices were not available for evaluation. H3 other text : device not accessible for testing.

Event description:
This report summarizes 2 malfunction events in which the device reportedly had a cutting accessory fracture and was bent. - 2 events had patient involvement; no patient impact.